Event description:
The user facility reported a staff member was flushing alcohol through the cleaning adaptor, it came apart, which resulted in alcohol being splashed in the staff member's face and eyes. The staff member had reportedly been wearing personal protective equipment at the time of the event, however, alcohol managed to get in her eyes. The staff member was taken to the emergency room (ER) for treatment. There was no reported injury to the eyes requiring follow-up treatment.